Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic laser probe had a protrusion and could not be inserted in trocar during surgery. The surgery was completed on the same day with alternative product. Details of patient harm was not reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe was returned for investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The returned sample was connected to a calibrated system and was successfully recognized. A visual evaluation found the sample to have foreign material adhered to the cannula however, as to how or when the foreign material adhered to the cannula remains inconclusive. The root cause of the reported event can be attributed to the foreign material adhered to the cannula. However, as to how or when the foreign material adhered to the cannula remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).